Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawer 2.1 had multiple cubies not detected randomly on the bus. A field service engineer (fse) used diagnostics to remove all cubie pockets, cleared minor debris between the row trays, and reseated all row tray connections. Reassembled the device and successfully rebooted the system. The customer tested the drawer and confirmed it was functioning without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 2.1 cubie pocket d3 was not detected on bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.